Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site 9-apr-2024. The infusion set was in use for about 3 hours. The insertion site was at abdomen. The blood glucose level at time of event was high (specific value unknown) and patient resolved it with correction bolus via pump follow by replacing infusion set and resumed insulin successfully. No further information available.